Event description:
This was a case of endoscopic, transpapillary bile duct approach for biliary drainage. The user tried to advance the stent over a wire guide (olympus/visiglide2 0.025inch) while straightening the stent with the straightener, however the pig tail part of the stent got kinked and unable to be advanced. The procedure was completed using another zebd-7-7 (lot unknown). Probably the same wire guide was used with the replacement stent. No adverse effect on the patient has been reported. 1 does the complaint relate to:device placement/device removal/observation prior to patient contact advancement of the stent over a wire guide. 2 what was the target location for the stent? Bile duct. 3 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/visiglide2 0.025inch 4 was the wire guide lubricated prior to use? Yes. 5 was the device at the centre of the complaint inspected for damage prior to use? No. 6 was the wire guide inspected for damage prior to use? No. 7 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 8 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 9 if not with the device in question, how was the procedure finished? Please see descreption of event. 10 did the patient require any additional procedures as a result of this event? No 11 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? ¿¿¿¿¿(same procedure) 12 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 13 was a straightener used to straighten the stent? Yes. 14 (if any damages were confirmed prior to use)was the package damaged? No . 15 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 16 was resistance encountered when advancing the wire guide to the target location? Unknown. 17 was resistance encountered when advancing the introduction system in place to the target location? Unknown. 18 was the stricture dilated prior to placing the device? Unknown. 19 was resistance encountered when advancing the stent through the obstructed area? Unknown. 20 after placement, was stent position verified? N/a. 21 did any section of the device detach inside the endoscope or patient? No. 22 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 23 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. 24 did the patient require any additional procedures as a result of this event? No. 25 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? ¿¿¿¿¿(same procedure). 26 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of zebd-7-7 of lot number c2181627 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with the pigtail straightener in incorrect orientation. Kinks observed on the 02nd 03rd 05th porthole of the tapered end of the pigtail curl. Kink observed on the 05th porthole of the non tapered end of the pigtail curl. Functional inspection: 0.035inch wire guide does not pass the kinks. Document review: prior to distribution zso/zebd devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also states," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the IFU/label. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input. Corrective actions: CAPA pr387756 has been opened to address the use of 0.025¿ wire guide instead of 0.035¿ wire guide documented on the label. Summary: complaint is confirmed based on visual and/or functional inspection. Confirmed qty of devices: 01 device (prior to use) investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 jul 2025.